Event description:
"We just identified multiple one time use instruments with notable "rust" on them from centurion in the dermatology clinic. These items were pulled from our "temp tracked" supply room on 2/6/2024. Item lot, exp, sterile satin iris scissors: 2023022890, 02/29/2028, 2 sterile satin iris scissors, 2022011890, 12/31/2026, 1 sterile webster needle holder 2023080190, 07/31/2028; 3 sterile satin forceps with teeth 2019092701, 08/31/2024, 1 02/29/2028 2. Pulled from service immediately and not used on patient." Refernece report: mw5151319, mw5151321, mw5151322, mw5151323, mw5151324.